Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation stopped in the middle of the night around 3 a.m. And woke them up. They were unable to communicate to the ins with their recharger or their programmer. The last time they successfully charged their device was a week and a half ago. No further complications reported.